Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The surgeon was completed the placement of the device, the measure intracranial pressure was 15, after four hours the measure intracranial pressure was -67. A new placement procedure was necessary for another device. The problem was presented after the procedure. The surgeon did another procedure for a new device.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records was conducted and found the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.